Event description:
It was reported that a stent dislodged outside the patient. This 2.75 x 16mm synergy xd stent was selected and was removed from the patient intact. While outside the patient the stent detached from the balloon. It was noted that a fracture occurred at the balloon. It was noted that the portion of the device was outside the body at the time of fracture. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.